Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall.

Event description:
Procedure performed: laparoscopic unilateral inguinal hernia repair. Event description: - complaint product family: clip applier, product name: epix universal clip applier, model number: ca500, lot number: 1484000. - the event occurred during treatment of laparoscopic unilateral inguinal hernia repair. - when actioning the clip applier, the first firing did not load and the secondary attempt the staples would not advance. - there is no information if there was any clinical impact to the patient as a result of the event. - the user resolved the situation when the team opened a new ca500 with no further issues. - there is no information if there were other instruments used when the complaint event occurred. - there is no patient injury or illness associated with the complaint event. There is no information regarding patient status. - additional information was received via email on 16-feb-2024 from [name], territory manager with the following information on the pcf. "Patient status - the patient has been reported as doing well with no complications." "Clinical impact - the patient had increased bleeding due to the delay of retrieving a secondary clip applier, however, the bleeding was not caused by the device directly, upon successfully using the second clip applier, the bleeding stopped." "Instruments used - the nurse who was in the theatre that day was not working today to confirm other instruments in use at the time." Patient status: the patient has been reported as doing well with no complications. Intervention: the team opened a new ca500 with no further issues.

Event description:
Procedure performed: laparoscopic unilateral inguinal hernia repair event description: - complaint product family: clip applier, product name: epix universal clip applier, model number: ca500, lot number: 1484000. - the event occurred during treatment of laparoscopic unilateral inguinal hernia repair. - when actioning the clip applier, the first firing did not load and the secondary attempt the staples would not advance. - there is no information if there was any clinical impact to the patient as a result of the event. - the user resolved the situation when the team opened a new ca500 with no further issues. - there is no information if there were other instruments used when the complaint event occurred. - there is no patient injury or illness associated with the complaint event. There is no information regarding patient status. - additional information was received via email on 16-feb-2024 from [name], territory manager with the following information on the pcf. "Patient status - the patient has been reported as doing well with no complications." "Clinical impact - the patient had increased bleeding due to the delay of retrieving a secondary clip applier, however, the bleeding was not caused by the device directly, upon successfully using the second clip applier, the bleeding stopped." "Instruments used - the nurse who was in the theatre that day was not working today to confirm other instruments in use at the time." Patient status: the patient has been reported as doing well with no complications. Intervention: the team opened a new ca500 with no further issues.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4) was included in the recall.